Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/directions; removed needles before attempting back-down. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement was attempted during an arteriotomy closure of a mildly calcified, scarred right common femoral artery using the preclose technique with a prostar xl device, prior to an abdominal aortic aneurysm repair procedure. The arteriotomy was 5f and was upsized from 11f to 20f during the interventional procedure. Reportedly, the first device was not used on the patient. When it was removed from the package the suture lumen was hanging off the device. A second prostar xl device was inserted and lumen marking was observed. After needle deployment only three needles were seen. The three visible needles were removed and the sutures were cut. Back-down of the fourth needle was unsuccessfully attempted. The physician dissected around the device to remove the fourth needle. The physician felt that the sutures were in the proper position. After the procedure as the physician attempted to tie the sutures, one got stuck on the sheath and pulled loose, hemostasis was not achieved. Hemostasis was achieved surgically. The physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The presenting of only 3 needles is due to needle deflection. This prevented the needle from moving through the hub and presenting. The deflection can be caused by, but not limited to manufacturing, user technique, and/or anatomical conditions. Inspections during manufacturing are in place to ensure the needle path is correct and the needle is present when deployed. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In additional a quality control audit inspection is performed to verify product quality. Based on the needle trajectory and lot acceptance testing, there is no indication of a manufacturing deficiency. The needle trajectory can be influenced by user technique during deployment. Angle of device or torque in the device can translate in changes in needle trajectory. The user was reportedly trained in the use of the prostar device; however, the user removed the exposed needles prior to performing the back-down. As per instructions for use (IFU) technique for back-down section, states: do not remove deployed needles. Though the procedures were not followed during the needle back-down, there is no indication of user influence to the needle deflection. The anatomical conditions can deflect the needle at it travels into the hub. It was reported the patient had mild calcification and scarring present at the access site. The IFU states in special patient populations, that the safety and effectiveness has not been established in patients with artery calcium that is fluoroscopically visible. There is evidence that the vessel calcium and scarring may have influenced the reported experience of needle deflection. Therefore, the cause of the reported experience is related to operational context. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.